Event description:
The customer reported that she was hospitalized for high blood glucose levels, with a reading of 560 mg/dl. The customer stated that her glucose meter was not communicating with the insulin pump. The customer experienced vomiting and fever prior to admission. Nothing further was reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.